Manufacturer narrative:
(B)(4). Report source: foreign country - (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported in a neurosurgery two screws could not be inserted, the "thread(s)" would not turn. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. The 1.5x4mm ht sd x-dr screw 5-pk (part# 95-6104) (qty 2 screws) were returned for evaluation. On visual inspection, the screws appear to be in good overall condition, and the tips still appear sharp. There is damage to the cross drives of both screws, while one has some foreign matter on the threads, and the other has some minor damage to the threads. This indicates there were insertion attempts for both screws. Functional testing was done by attempting to insert the screws into a block of white oak with a 15-1196 1.5mm ht x-lock + 01-7390 green handle screwdriver assembly; the screws easily inserted. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. There are no indications of manufacturing defects. The complaint is unconfirmed and the most likely underlying cause cannot be determined because the product functioned as intended. The instructions for use (IFU) for this product has the following information regarding bone screws: bone screws 1. The screwdriver, which has been designed, for a particular system of screws must always be used to be sure that proper screwdriver/screw head connection is achieved. 2. Incorrect alignment or fit of the screwdriver to the screw head may increase the risk of damage to the implant or screwdriver. 3. Excessive torque can cause the screw to fracture. 4. Self drilling screws may fracture, bend or break if used in a bicortical application. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.